Manufacturer narrative:
Product has been discarded.

Event description:
It was reported customer experienced a low blood glucose incident after taking insulin based on unknown blood glucose reading requiring third party intervention.